Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6) b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion seal blister. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. Device has not been serviced in the past. Upon visual inspection, the customer's reported problem was confirmed. The downstream occlusion (dso) sensor seal was found to be blistered. The dso sensor seal blister was verified by visual inspection. The cause is the dso sensor seal. Replaced the dso sensor seal to correct the issue. The device passed all functional tests after the repair.